Event description:
Boston scientific crm received information that this patient was admitted to the hospital due to a syncopal episode. Device interrogation noted right ventricular impedance was greater than 2500 ohms due to a lead fracture which was confirmed via x-ray. A revision procedure was performed and this pacemaker and the associated right ventricular lead were removed from service. It was noted that there was a stuck setscrew on the device which was not able to be loosened. The physician was questioning whether it was corroded or not. A new pacing system was implanted without further incident.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device header was examined under high power microscope, seal plugs and adhesive appeared normal and seal appears to be intact. In regards to the clinical observation regarding the setscrew, it was confirmed that the setscrew capture washer on the ventricle ring was distended, this results from the setscrew being backed out too far and is caused by improper use of boston scientific wrench or using non-boston scientific wrench. No device anomalies were observed that would have caused or contributed to the patient's syncopal episode. This issue will be re-evaluated if additional information is received.